Manufacturer narrative:
(B)(4). This is report 1 of 2 for this incident of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
On (B)(4) 2011, baxter contacted the registered nurse to follow up on an unrelated alarm report and the constipation that had been reported. The rn stated she was aware of the constipation and it had resolved by giving the patient an unknown laxative. The rn also stated that the hp was recently diagnosed with peritonitis and was hospitalized a couple of days ago. Per the nurse the peritonitis was related to the peritoneal dialysis therapy. The rn did not have specific information about the peritonitis yet but stated that baxter could contact her in a week so she could provide more information. During a follow up call with the peritoneal dialysis (pd) rn on (B)(4) 2011, she reported that the patient was admitted to the hospital from (B)(6) 2011 for peritonitis coincident with dianeal local ultrabag 2.5% and dianeal local ultrabag 4.25%. The patient was treated with vancomycin and gentamycin on unknown dates during hospitalization. The patient continued on vancomycin 2gm post discharge and will complete treatment next week. She reported that the patient had some swelling of the hands, feet and face, after discharge from the hospital that was related to a decrease in her ability to ultrafiltrate. She reported that her blood pressure (unknown) remained stable, and that patient's therapy (unknown) was adjusted to increase ultrafiltration ability. The therapy was successful and the patient's swelling decreased and blood pressure remained stable. She did; however, state that on an unknown date the patient received an expired shipment of dianeal local ultrabag 4.25% which was not used prior to the hospital admission but was used post discharge from the hospital on unknown dates before the patient notified the pd nurse. The pd nurse states that the patient has contacted baxter customer service and a new shipment is being sent. The nurse verbalized that she feels that the peritonitis was a result of an exit site infection. She reported that the patient's exit site "looked awful." Exit site cultures were not done. The exit site was treated with bactroban topically and the site infection has since improved (therapy is ongoing). The pdrn stated that the patient was being retrained on proper aseptic technique although she did not feel that there was a problem with the patient's technique. There was no further information available. There was no allegation against any baxter device, solution or disposable. The patient's condition is improved and pd therapy is ongoing.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10k11128, h10j07037, h10i24108 with no defects noted. The assignable cause is exit site infection. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.